Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance a few days after a new device was implanted. The lead was reprogrammed but the device again alerted for the out of range impedance. The alert was again cleared an interrogation showed in-range impedance. The impedance alert was programmed to "observation only." It was noted that the scrub tech has a habit of "dunking" devices in antibacterial solutions prior to implant. The lead remains in use. No patient complications have been reported as a result of this event.